Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced numbness in her leg after falling on her implanted neurostimulator. Add'l info has been requested but was not available as of the date of this report. Refer to MFR report: 3004209178-2011-05580.